Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and battery depletion was normal.

Event description:
It was reported that the device triggered the elective replacement indicator and there may have been premature battery depletion. It was further reported that the patient had fainted several times. The device was explanted and replaced. No further patient complications have been reported as a result of this event.